Event description:
My concern is with the newer diastat delivery system. It was started around one year ago, and we have had numerous problems. The syringes now come in 10 & 20 mg size. If a pt has a prescription for 15mg, the pharmacist is to waste 5 mg and then "lock" it. We have had several instances where it was not dialed down, was dialed improperly, or it was not locked. While I am sure the newer syringes are more cost effective for valeant. I believe they put pts at risk if a pharmacist does not know how to use them.